Event description:
It was reported that there was a white screen unexpected error in the mobile programmer application after updating the application s oftware version. Troubleshooting steps included force closing the application and rebooting the host tablet. It was noted that the application required a setup, which was configured using the account number and facility name. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.